Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A lot number was reported, and a review of the manufacturing history record is in progress.

Event description:
The account alleges that during vascular access attempt on a patient diagnosed with coronary artery disease [cad], the patient suffered a vasovagal effect and coded as the physician stuck the patient with the access needle. A code was called by the medical staff and hospital protocols were initiated. The patient recovered and is in stable condition.